Event description:
A report was received that the patient was not receiving stimulation. The patient underwent a revision procedure and the physician noted that the lead was broken so he replaced the lead.

Event description:
A report was received that the patient was not receiving stimulation. The patient underwent a revision procedure and the physician noted that the lead was broken so he replaced the lead.

Event description:
A report was received that the patient was not receiving stimulation. The patient underwent a revision procedure and the physician noted that the lead was broken so he replaced the lead.

Manufacturer narrative:
Additional information was received that the physician feels that the lead was bent and not broken.

Manufacturer narrative:
The complaint regarding the loss of stimulation has been confirmed. Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead, approximately 14.43 cm from the distal end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint.